Event description:
The distal tip seemed unwind from the core of the wire. Additional info regarding this event has been requested.

Manufacturer narrative:
A device eval is anticipated; however, cordis has not yet received the device. Additional info will be submitted within 30 days of receipt.